Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient underwent a target vessel revascularization. The index procedure placed a 2.75x20mm taxus express2 study stent in the proximal left anterior descending (lad) artery. In (B)(6) 2010, the patient presented to the emergency room with a "smothering" feeling. Two days later an angiography revealed a 90% stenosis in the proximal lad. It was noted as both progressive disease and in stent restenosis. In (B)(6) 2010, the patient underwent a target vessel revascularization procedure placing a non bsc 3.5x18mm stent in the lesion in the proximal lad. The patient was discharged two days later. Per the physician, the event was "possibly related" to the study stent.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).